Event description:
Related manufacture reference number: 2017865-2022-10326. It was reported that the patient presented at the emergency room, symptomatic of bradycardia. Upon investigation, it was noted that the pacemaker had reached end of service and generator exchange was scheduled. During this process, it was reported that both the atrial lead and right ventricular lead exhibited noise in previous follow-ups. Both reported leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.